Manufacturer narrative:
Section h10: (h3) the evaluation noted in the revision reported may have been the result of a combination of the femoral component articulating anteriorly on the tibial component and excessive hyperextension and possibly flexion between the femoral component and the tibial component; likely leading to offset/asymmetrical contact between the femoral cam and the ps tibial insert spine. Such phenomenon likely resulted in decrease of the transversal section area of the tibial spine due to cold flow and/or wear; which precipitated the fracture of the tibial spine. However, this cannot be confirmed as the devices were not available for evaluation. (D11) concomitant devices: optetrak asy, ps cemented femoral, size 2 (cn: 234-02-02 -, sn: (B)(6)) patella 3peg 32mm (cn: 200-02-32, sn: (B)(6)) no further information provided in the following section(s): d4 (catalog number, serial number, UDI number, expire number).

Manufacturer narrative:
Pending evaluation. Concomitant devices: optetrak asy, ps cemented femoral, size 2 (cn: 234-02-02 -, sn: (B)(4)); patella 3peg 32mm (cn: 200-02-32, sn: (B)(4)). No further information provided in (catalog number, serial number, UDI number, expire number).

Event description:
As reported, approximately 12 years after this (B)(6) y/o female patient received a left total knee, the patient came in complaining of knee pain. After incision and debridement, it was noted that the post had broken off and was found in the lateral gutter. All components and the piece of the post were removed and revised. There was some femoral bone loss medially due to the post fracture and poly wear, but the bone was very good except for the void. Revision was very smooth and straight forward. All implants and the piece of the post were removed. Patient was last known to be in stable condition following the event. Devices are not returning due to hospital policy.